Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficulty removing the lock line could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report difficulty removing the lock line. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 3, mr jet in central position, and enlarged atrium. A mitraclip ntw was placed in the central position with good result. After removing the lock line lever cap and unwrapping the lock line, difficulties pulling out the lock line occurred. Resistance was felt as the lock line was retracted at about 50cm. No twists or knots were noted. Flushing was further increased and the lock line was removed successfully with great force. The lock line was inspected again and it was confirmed that there were no twists or knots present. The clip was successfully deployed and remained stable. A second clip was implanted to further reduce the mr grade to less than 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.